Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-06433. The pt has two sys, it is unk which one is causing the burning sensation. Therefore, both ipg are being reported. It was reported the pt is experiencing a strong burning sensation at his ipg site (left side). The pt stated the burning started about two weeks ago and it is uncomfortable. The pt also stated he has not used the ipg for several months and it has been turned off. The pt was advised to make an appointment with his physician as soon as possible. The pt stated the burning is not uncomfortable enough to go to the ER. No further info is available at this time.